Event description:
Boston scientific received info that the right ventricular lead threshold measurements have increased over time to 3.0 volts at 0.4 ms. It was noted that there was no evidence of loss of capture. Due to the fact that the pt reported pre-syncopal symptoms, a revision procedure was performed. The rv lead was surgically abandoned and a new lead was successfully implanted. No add'l adverse pt effects were reported. Add'l info was received that the previously abandoned rv lead was electively explanted the following day during a revision procedure for the right atrial (ra) lead. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.